Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise six days post implant. The local field representative contacted technical services (ts) to inquire if the physician could perform an s-ICD screening even though a device was already implanted. Subsequent information was received that this s-ICD and electrode were explanted. A transvenous implantable cardioverter defibrillator (ICD) system was successfully implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery. This s-ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted the exterior case was scratched from what appeared to be the use of tools, and there was a large dent at the bottom. The setscrew seal plug was confirmed to be intact and the setscrew operated normally. Automated testing was undertaken and during the testing, the s-ICD began to emit a chirping sound and stopped communicating with the automated tester. The device case was removed to facilitate inspection and testing of the internal components. Internal visual examination identified no anomalies. The battery monitoring voltage was 7.32 volts. The battery assembly was removed and after 30 minutes, the battery was re-tested and the monitoring voltage had increased to 9.00 volts. An external power source was connected to the s-ICD and set to 9.00 volts. No beeping was heard. A 400 volt commanded shock was successfully delivered. An attempt was made to command a high voltage shock and before the shock was delivered, the device exhibited a reset. The s-ICD battery was reconnected and the device began to chirp as it had during the automated testing. Measurements also found that the monitoring voltage dropped when the battery assembly was reconnected to the device. This is evidence of high impedance within the battery. Evidence indicates this device was subjected to intense heat (e.g., an autoclave) prior to it being returned. This high heat damaged the device battery and caused a high impedance condition. As such, laboratory testing to determine possible causes of the clinically-observed noise is not possible.

Event description:
It was reported that this implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise six days post implant. The local field representative contacted technical services (ts) to inquire if the physician could perform an s-ICD screening even though a device was already implanted. Subsequent information was received that this s-ICD and electrode were explanted. A transvenous implantable cardioverter defibrillator (ICD) system was successfully implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The device was returned and analysis was completed.